Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient's father contacted animas and alleged that his child had been hospitalized with a mild case of diabetic ketoacidosis (dka), and has been released. The patient is continuing pump therapy. This complaint is being reported based on the allegation that a patient on pump therapy experienced dka.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed the last bolus and basal delivery was on (B)(4) 2013. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no errors or alarms noted in the black box or alarm history related to the complaint. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the black box indicated a time and date reset after power on resets. Also unrelated to the complaint, the display screen was found to be discolored.